Manufacturer narrative:
The information provided in describe event or problem was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer also reported high blood glucose of 430 mg/dl last (B)(6) 2017 and treated with manual injection. It was also reported the high blood glucose issue started on (B)(6) 2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blood at site. Customer's blood glucose value was 350 mg/dl at the time of incident. Customer stated that she would not get insulin into her body and have had high blood glucose. During the blood at site troubleshooting, customer stated that the site does not show signs of infection and there is no blood at site currently. Advised customer to change infusion set and monitor the issue. Customer also reported high blood glucose of 430 mg/dl last may 13, 2014 and treated with manual injection. Customer declined to troubleshoot for high readings. Advised customer that replacement infusion set will be sent. The product was not returned for analysis.